Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.

Event description:
It was reported that a pt underwent a successful x-stop procedure at levels l3/l4 and l4/l5. Approx two years post-procedure the pt underwent a foraminotomy and the x-stop was re-inserted. No other info was provided.